Manufacturer narrative:
On july 29, 2021, mentor received additional information indicating that on (B)(6) 2019, the patient also underwent capsulectomy. The replacement device was a 325cc mentor memorygel breast implant (catalog: 3503254bc lot: 7475371 sn: (B)(6)). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/4/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture concomitant products: (right) 325cc mentor memorygel breast implant catalog: 3503254bc lot: 7580895 sn: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who, as a part of a clinical study, underwent primary breast augmentation with two 325cc mentor memorygel breast implants, suffered left side capsular contracture; baker grade IV, post-operatively. As a result, the patient underwent unilateral removal and replacement with a 325cc mentor memorygel breast implant on (B)(6) 2019.